Manufacturer narrative:
(B)(4) the customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision due to poly disassociation from the cup and the patient did not have a functioning poly for their hip. The liner was explanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10. D4: attempts have been made to gather all product identification information and no further information has been provided. Visual examination of the returned product identified the liner has scratches, gouges, and wear lines all around the outside surfaces. There are multiple portions of the outside rim lock and anti-rotation scallops worn completely off the liner. The top outside edge of the high wall appears heavily worn. There are multiple gouges on and near the high wall of the i.d. Surface. No other damage was noted during visual evaluation. Where measured, the device was conforming. Cup not returned. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.